Event description:
It was reported that inappropriate therapy due to an svt that fell in a vf zone was observed. The patient was not symptomatic. The device intermittently binned events in the vf zone. Programming changes were made and the problem was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.